Event description:
It was reported that when using the bd pyxis¿ medbank tower had a user unable to issue medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open, and the user was unable to issue medication. A technical support specialist instructed the client to log out completely, and upon re-signing in, the user was able to issue the medication successfully. The system functioned as intended after the technical support specialist troubleshot the device.